Event description:
It was reported that this right atrial (ra) lead was examined by x-ray imaging and there was a visible gap, so there concerns of the integrity of its insulation, but no further issues were reported at the time. Technical services (ts) referred the calling health care professional to further evaluate the system with the following medical doctor for this patient. The lead remains in service. No adverse patient effects were reported. No further information was available from the field.